Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable high ise indirect gen.2 sodium and chloride results for three patient samples. She repeated the samples on another cobas 6000 c (501) module and found the potassium results did not match the original results. Of all of the data provided, only the potassium result for one patient sample was discrepant and reported outside the laboratory. The initial result was 5.59 mmol/l and the repeat result was 4.3 mmol/l. The patient was not treated based on the erroneous result. There was no adverse event. The electrode lot number and expiration date were requested but were not provided. The customer performed calibration and qc, but the calibration failed and the qc was out of range. The customer then changed the electrodes and tubing. She performed calibrated again but it failed. The field service representative found there was a damaged ise sample probe fluidic connector and repaired the damaged connector. The customer ran calibration and qc with acceptable results. The field service representative ran precision testing.